Event description:
It was reported that the implantable cardiac defibrillator (ICD) had an incorrect sensing integrity count (sic). The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Ventricular short interval count v-sic equals 4000 counts, in 7.20 days, between (B)(6) 2013. Concomitant product: 6935 implantable tachy lead (B)(6) 2013. (B)(4).